Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The returned data were evaluated. The inspection revealed increasing values of the right ventricular pacing impedance. Further analysis of the data did not reveal any indication of a pacemaker malfunction. Based on the information available for analysis, the root cause of the reported clinical event could not be determined. However, the integrity of the lead cannot be assured. Should additional relevant information become available, the investigation will be updated.

Event description:
This information was originally reported on a fu report by mistake. Submitting the initial report now as requested by FDA. Ous MDR - about 1 month post implantation, the patent was admitted to hospital due a syncope. An intermittent loss of capture was confirmed in the clinic. The pacemaker was reprogrammed and remained implanted at that time. The patient will be monitored closely.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The returned data were evaluated. The inspection revealed increasing values of the right ventricular pacing impedance. Further analysis of the data did not reveal any indication of a pacemaker malfunction. Based on the information available for analysis the root cause of the reported clinical event could not be determined. However, the integrity of the lead cannot be assured. Should additional relevant information become available, the investigation will be updated.

Event description:
Ous MDR - about 1 month post implantation, the patent was admitted to hospital due a syncope. An intermittent loss of capture was confirmed in the clinic. The pacemaker was reprogrammed and remained implanted at that time. The patient will be monitored closely.